Event description:
A cardioquip (cq) technician notified cq service that the internal tubing of this device was suspected of contamination during an on-site inspection and submitted pictures to cq for review. The cq director of operations and epidemiology reviewed the pictures and recommended an internal water pathway replacement. No patient involvement was reported. Hpc test results outside of cq specifications for water quality were received on 01/13/2026, indicating device contamination.

Manufacturer narrative:
A cardioquip technician submitted photos of tubing to epidemiology for investigation during a device inspection. Due to the discoloration of the tubing, epidemiology recommended that the device receive an internal water pathway replacement. Following test results outside of cardioquip specifications, the customer chose to perform an internal water pathway replacement to repair the device. The device has undergone repair, returning it to specification.